Event description:
It was reported the distal tip of this .018 guidewire detached in remained in the soft tissue of the pt's right axilla during attempted placement of a peripherally inserted central catheter (PICC). The detached wire segment was located using ultrasound and was successfully retrieved. To date no further info regarding this event is available. This device has not been received for evaluation. Therefore, no failure analysis is available. The co's attemtps to obtain further details have been unsuccessful. Should further details become available a supplemental medwatch report will be filed under the appropriate sequence number. User technique and/or pt anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "the guidewire should not be withdrawn through the entry needle. If the guidewire tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to prevent the needle from damaging or shearing the guidewire."